Manufacturer narrative:
The pt is still on antibiotics and is awaiting a heart transplant. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had rescue tape on her driveline for a tear and called the hospital to report a brown, sticky, smelly drainage coming from the tear in her driveline, and that the rescue tape had come undone. The pt was not actively being treated for an infection at the time of the event. The pt did not have any fever, and no alarm conditions occurred. The pt's driveline was evaluated at the hospital the following day. The tear was confirmed, but no drainage was noted. A CT scan was performed and fluid collection in the pump pocket as noted. The pt was subsequently admitted to the hospital for suspected infection and was started on antibiotics. Waveforms were taken and appeared to be normal. The pt is still on antibiotics and is awaiting a heart transplant.